Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
(B)(6) services (B)(6) contacted tandem technical support and asked if an incident was reported to tandem regarding the pump. Reporter could not elaborate on what issue might have occurred due to privacy restrictions. Customer information was no longer available for this pump serial number; therefore, no additional information could be obtained by tandem technical support.